Event description:
Initial reporter indicated that the pt had been admitted to hospital for increased depression and suicidal ideations, it is not known what the pt's baseline is. The pt pre-vns implant has a long history of suicidal ideations and depression. It is unk at this time if the events are related to their vns. Good faith attempts are being made for additional details about the events.